Event description:
A leaking trigger valve on the architect (B)(6) processing module caused the heater pad to smoke. No injuries or impact to the user was reported. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
A leaking trigger valve on the architect i1000sr processing module caused the heater pad to smoke. No injuries or impact to the user was reported. No impact to patient management was reported.

Manufacturer narrative:
The trigger valve leaked fluid onto the process path heater causing the part to smoke on the architect i1000sr processing module, serial number(B)(6). The field service representative (fsr) replaced the valve from the valve, manifold kit (rohs) and the heater, process path (rohs) which resolved the issue. No additional instances of smoke have been reported since the service visit occurred. An instrument service history review for (B)(6) revealed no additional tickets associated with the observation of smoke. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data did not identify an increase in complaint activity regarding the current issue. Additionally review of complaint and trending data associated with the valve, manifold kit (rohs) or the heater, process path (rohs) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The damaged components were limited to the heater, process path (rohs) and valve, manifold kit (rohs). The smoke did not spread to other parts of the instrument. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity i1000sr processing module for serial (B)(6), the valve, manifold kit (rohs), or the heater, process path (rohs) were identified.